Event description:
A PICC broke apart a difficult removal leaving a portion in the patient. Patient had to undergo surgery to remove the fragmented piece, however the surgeon was unable to retrieve the piece of PICC. Phone discussion on (B)(6) 2014 on the outcome of the broken piece of PICC left in the patient: at the moment the PICC is being left in the patient until a complication requires further intervention.

Manufacturer narrative:
The lot number was not provided; therefore, the device history record could not be reviewed. The complaint device was not returned for analyses. Per the information provided, part of the device is still in the patient. As of the date of investigation, the second portion of the catheter has not been returned for evaluation. Catheters are 100 percent inspected at various stages during the manufacturing process for any damages that may affect the performance of the product. A pressure test is performed on all catheters during manufacturing to ensure they can withstand the pressures and forces when utilized within the instructions for use. A control test is also performed per the specifications to ensure catheter strength and integrity.